Manufacturer narrative:
Concomitant medical products: 5366 ipg, implant date (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing on high rate events. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.